Event description:
Night time pain in her knees/severe pain [arthralgia], heat in knees/fever in knees [joint warmth], could not walk with walker [gait disturbance], knee stiffness [joint stiffness], did not have any knee pain relief [device ineffective], little tingling in left knee [paraesthesia], cartilages on both knees were completely closed [chondropathy], could not sleep [insomnia], stomach hurts/sore [abdominal pain upper], could not eat [aphagia], stomach gas [flatulence], headache. Case description: spontaneous report was received on (B)(4) 2012 from a consumer regarding a (B)(6) female patient, initials (B)(6), with osteoarthritis. The pt's medical history was significant for sharp pain with twisting of knees while walking, previous use of a walker and previous use of an unspecified patch on the knee to aid in pain control. On (B)(6) 2012, the pt received the treatment with synvisc one (hylan g f 20) injection at a dose of 6 ml, once in both knees. The lot number for synvisc one was not provided. On (B)(6) 2012, the pt experienced night time pain with heat in her knees (fever in knees). The pt had not yet recovered from the events of night time knee pain and heat in knees. Concomitant medications were not provided. The intensity for both the events was not provided. Follow-up info was received on (B)(6) 2013 from the consumer which upgraded the case from non serious to serious. The info was received regarding the pt's medical history, products and event info and concomitant medication. The pt's medical history was significant for cartilage problems and previous use of cortisone injections in both knees for the past 12 years, unspecified thyroid problems and high blood pressure. On an unspecified date in (B)(6) 2012, the pt experienced severe pain in her knees, the pt could not walk with her walker and did not have any knee pain relief. It was reported that the cartilages on both the knees were completely closed and since the pt had the injections she had experienced some knee stiffness in the mornings. It was also reported that if the pt walks about half a block the pt's left knee would have a sharp pain like the bone was twisted. It was reported that the physician prescribed a medicated patch to the pt for knee pain relief. On (B)(6) 2013, the pt received cortisone shots in both the knees. On the same day, the pt had headache and could not sleep at all in the night. On an unspecified date, the pt had stomach ache (stomach hurts) and it was sore, the pt could not eat, had stomach gas and little tingling in her left knee. The pt had not yet recovered from the events of severe pain, could not walk with her walker, did not have pain relief, cartilages on both the knees were completely closed, headache, could not sleep, knee stiffness, stomach hurts/sore, could not eat, stomach gas and little tingling in left knee. Relevant concomitant medications reported include antihypertensives and unspecified thyroid medication. The intensity for all the events was not provided.

Manufacturer narrative:
Follow up info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation summary. Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.